Event description:
It was reported that a sudden decrease in sensing was observed. The lead was explanted and replaced. The patient medical condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the lead tip measuring 56.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.